Manufacturer narrative:
D10 concomitant products: vlocm0134 v-loc* 90 3-0 clr 58cm p14x12 - vlocm0134, lot# a4j1440vfy vlocm0134 v-loc* 90 3-0 clr 58cm p14x12 - vlocm0134, lot# a4j1440vfy cl-915 polysorb* 1 vio 90cm gs24 x36 - cl-915, lot# a4k1878k medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while closing, the sutures were snapping off the needle on both versions of vloc and polysorb absorbable sutures. More sutures were opened to resolve the issue. There was no patient involvement.